Manufacturer narrative:
The issue described is related to a known occurrence in which the vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. This issue is being addressed in future software versions under tfs change request (B)(4).

Event description:
Customer contacting ortho care to report their concern with the vision qc software allowing users to run a cord profile without any alerts that qc testing was not performed for dat tests. Decision tree was answered to create phs but problem description best describes the issue. Customer configure their qc samples to test albaqc samples (qc1 and qc3) for aborh, antibody screen, and dat profiles with the expected results of aneg, bpos, antibody screen positive/negative and dat positive/negative. Dat was to be done with samples labeled dat neg and dat pos. Customer reports following occurred: on (B)(4) 2018: tech performed qc testing for profiles except the dat profile that passed. According to customer, tech failed to qc the dat profile, but claimed the software allowed the tech to test cord samples when no qc testing was performed for dat tests.